Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stuck on the rewind and fill tubing. The insulin pump alarmed compromised force sensor system alarm. Customer's blood glucose level was 500 mg/dl. The customer was currently doing manual injections to treat her high blood glucose level. The insulin pump alarmed button error. Every time the customer went through filling the tubing it said something about the motor. The insulin pump alarmed battery out limit and weak battery. The act button was unresponsive. Moisture was visible under the screen since the insulin pump was exposed to water. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had unresponsive buttons due to a flattened button dome switches. No unlocked lcd keypad connector was noted. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the button error, compromised force sensor system, battery out limit or weak battery alarms or any alarms due to the unresponsive buttons. The pump was received with a corroded electronic assembly during visual inspection. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.